Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned and evaluated. During evaluation, the reported phenomena were not confirmed / duplicated. Based on the results of the investigation, and because the phenomena were not duplicated during device evaluation, the root cause of the phenomena could not be identified. However, it is likely that a defect in the equipment (startup failure due to defective circuit board board or power supply) could be the cause. ·based on the "troubleshooting" section of the technical guide, we confirmed the possible causes for the indicated phenomena. "[7.0 touch panel gui is not displayed.] ·failure of touch panel ·failure of touch panel display signal harness or misconnection ·failure to start main unit [2.0 endoscope/camera head are not recognized. (Endoscope information cannot be displayed.)] *color bar is displayed when camera head is not connected or recognized.) ·failure of main unit ·failure of endoscope or camera head" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not returned, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.